Event description:
It was reported that when customer opened the box to check, there was a portion of the label on the individual packages that had black tape on it before use.

Manufacturer narrative:
E.1. Characters limit is exceeded at facility name:(B)(6). This MDR is the result of an investigation finding which changed the reporting decision from not reportable to reportable. Device evaluation summary: our quality engineer inspected the samples and photographs submitted for evaluation. The report of black tape on the unit packaging was confirmed, and the cause appeared to be packaging related. Five photographs and five-unit packages were provided for investigation. Black splice tape was observed across the internal and external surface of the top web at one end of the unit packages. The top web was not sealed to the bottom web flange where the splice tape was present. The tape likely prevented a proper seal. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. The appropriate manufacturing personnel have been notified. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.